Event description:
During a lead revision, the surgeon reportedly observed damage to the proximal end of both leads. The leads were replaced and the pt is reportedly doing well.

Manufacturer narrative:
A visual and mechanical inspection of the leads revealed that the lead diameters are oversized. The company will continue to monitor for failures of this type. This is the final report.